Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had continuous ventricular arrhythmia requiring defibrillation or cardioversion on (B)(6) 2026. This was said to be no device related. It was said the patient had a bacterial infection on (B)(6) 2026. I was said the relationship with the device was unknown. Drug therapy was required only. It was said the patient was readmitted in the hospital from (B)(6) 2026 to (B)(6) 2026 due arrythmia and infection.